Manufacturer narrative:
Additional information: h4: the lot was manufactured between march 24, 2023 - march 27, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the medication did not completely empty from two (2) large volume infusors. The pathways were checked, and no crystallized medication was found. Both proximal and distal valves were ¿open¿. The catheter was disconnected, and venous flow was checked. Good flow was evident. The device passed without resistance and had a good return. There was no report of patient injury or medical intervention associated with this event. No additional information is available.